Event description:
Debilitated pt with multiple medical problems and on coumadin, was being transfered from the radiology table to the stretcher by two radiology techs using a slide board. All wheels were in lock position. One of the techs was rolling the pt on their side (tech #1) while the other tech was attempting to remove the slide board (tech #2). With a shift in the pt's weight onto one side of the stretcher, the stretcher tipped over onto the tech (tech #1) and the pt fell onto the floor resulting in some injury to both the pt and the tech (tech #1).